Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported a xen®45 gts implanted in left eye. Postoperatively, patient experienced vision loss with an intraocular pressure of 7 mmhg. Device remains implanted.

Manufacturer narrative:
Continued d.10. Concomitant therapies: atorvastatin, celebrex, cosopt, digoxin, diltiazem sr, eliquis, levothyroxine, metoprolol succinate, multaq, omeprazole, spironolactone, travoprost. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported a xen®45 gts implanted in left eye. Postoperatively, patient experienced vision loss with an intraocular pressure of 7 mmhg. Device remains implanted.